Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s alarm history revealed a cs 054 call service alarm, which may cause the display screen to be blank for several minutes. During testing, the blank display screen could not be reproduced. The pump was opened and no internal moisture was found inside the pump.